Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The delivery device was returned inside the loading device. The blue slide lock was engaged and the plunger was not pressed on the delivery device. The seal and tension spring assembly remained inside the loading device. Traces of blood were observed at the back of the loading device. It was observed that the seal was visible through the window. A loading procedure was performed following the instructions for use. The result showed that the seal has loaded properly. The seal did not flare wider than the tube. The tension spring assembly with the seal was removed from the device for inspection. Microscopic inspection showed the seal to be intact, without cracks or delamination. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at 0.196 inches., the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.526 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, and the results of the investigation, the reported failure mode "fitting problem" was not confirmed. The shop floor paperwork was reviewed. All the test results meet the specifications and requirements. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal had deployed or jammed in the unopened packaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The delivery device was returned inside the loading device. The blue slide lock was engaged and the plunger was not pressed on the delivery device. The seal and tension spring assembly remained inside the loading device. Traces of blood were observed at the back of the loading device. It was observed that the seal was visible through the window. The tension spring assembly with the seal was removed from the device for inspection. Microscopic inspection showed the seal to be intact, without cracks or delamination. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at 0.196 inches. , the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.526 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, and the results of the investigation, the reported failure mode "fitting problem" was confirmed. The shop floor paperwork was reviewed. All the test results meet the specifications and requirements. There were no non-conformities observed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal had deployed or jammed in the unopened packaged. What they are referring to as jammed is the way the seal is bent against the ¿straw¿ it is supposed to go into. Because of that, it could not be loaded properly. They referred to that as jammed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm seal had deployed or jammed in the unopened packaged. A replacement device was used to complete the procedure. The hospital did not report any patient effects.